Event description:
(B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 4 std: ref(b)(4/lot 114544 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) stems belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.